Event description:
It was reported that a home patient had a high drain alarm 101(indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice device after use. The patient also had signs of being overfilled. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review was performed and showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The device received internal and external visual inspection with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device completed rite testing with no issues noted. Upon conclusion of the investigation, the cause was determined to be a false empty detect and use error; the initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.